Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on an unspecified date for a possible driveline infection. Upon admission, the patient had a fever, chills, and tenderness at the driveline site and the site was firm to the touch. There was no active drainage. A wound culture was done; however, the results were not provided. On (B)(6) 2015 the patient had been 72 hours without a fever. His white blood cell count was normal and a transesophageal echocardiogram was normal. A positron emission tomography (pet) scan showed an abnormal uptake present in the anterior abdominal wall - no definite fluid collection or infection was noted. The patient was treated with intravenous antibiotics and is expected to be evaluated soon for transplant. Due to financial issues, the patient had previously chosen not to be listed for transplant, but may change his mind now due to the driveline infection.

Manufacturer narrative:
Approximate age of device: 6 years, 3 months. The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Driveline infections are listed in the device instructions for use as a potential adverse event that may be associated with the use of the left ventricular device system. No further information is available. The manufacturer is closing its file on this event. Placeholder.